Event description:
Information was received that a smiths medical pneupac ventilators parapac plus continually suppled oxygen for inhalation breath during a pre use check of the device. It was reported that device did not stop even after the supplied amount of oxygen went beyond the predetermined amount. It was also reported that oxygen supply varied each time. No patient injury resulted from this incident.